Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a broken shell. A weight test of the explanted material was performed and verified the device was underweight. A microscopic analysis of the return device identified a broken shell with a striated edge on the anterior side assessed as surgical damage. Based on the device analysis, the final assessment is a broken shell with a striated edge assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was revision. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.